Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The door was jammed and the door slide screws sheared off when trying to manually open the door. The screws were replaced and the slides remounted. A full imaging system check-out was completed following door assembly repair and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that near the end of a spinal fusion procedure, when verifying initial screw placement, the gantry on the imaging system would not open. The site attempted to open the gantry using the emergency door open procedure and tried holding the yellow button to open the gantry without resolve. When attempting to manually open the gantry door a crack was heard and the door would not open further. It was possible to remove the system from around the patient and continue the case there was a reported delay to the procedure of approximately 15 minutes due to this issue and no impact on the patient outcome.